Event description:
On 12/26/2023, it was reported by a patient relative via email that the patient underwent foot surgery and had been experiencing damage and pain due to failed arthrex devices. No further information was reported. Additional information received on 1/9/2024: on (B)(6) 2023, the patient underwent foot surgery. In late may, the patient started to experience sharp pain in the second toe, swelling and redness. During an office visit on (B)(6) 2023, an x-ray revealed a broken screw in the ip joint of the second toe. On 8/17/2023, the patient had a pre-operation office visit and then, on (B)(6) 2023, underwent revision surgery. During the revision surgery the screw was explanted. After the surgery, the patient had x-rays done, which showed the patient was recovering well. On (B)(6) 2023, the patient was permitted to walk again. The same surgeon performed both surgeries; however, at different facilities.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b3, g1, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.